Event description:
The customer alleged they received a questionable ion selective electrode (ise) sodium result for one patient on their c501 analyzer. The patient's sample was centrifuged and aliquoted by the customer's modular pre analytics device prior to the initial and repeat tests. The patient's initial sodium result was 160 mmol/l and it was reported outside the laboratory. The patient had another sample drawn later in the day and the result was 134 mmol/l. The physician then questioned the initial result. The repeat result from the original sample was 133 mmol/l. The repeat result was considered correct and issued as a corrected report. The patient was not treated or harmed by the erroneous result. There were no adverse events. The sodium electrode lot number and expiration date were not provided. The field service representative found the sipper nozzle was worn and there was a fluidics failure. He replaced the sipper nozzle along with the sipper and pinch tubing. He performed successful ise checks. He performed a precision check with results within specifications. The customer calibrated and ran quality control with results within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Additional information was not provided for further investigation. The instrument was working to specification since the event.